Event description:
It was reported that a pump was alarming for a "system error 105." It was also reported that there was no patient injury.

Manufacturer narrative:
MFR reference number: (B)(4). Baxter received and evaluated the device. The unit was received inoperable due to a "system error 105" alarm. This was caused by failed motor (flex). The motor was replaced.